Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) underwent a cardioversion. Low out of range right ventricular (rv) lead shock impedance measurements were exhibited and the crt-d recorded a code 1004 indicative of a short circuit condition during shock delivery. The rv shock lead impedance rose again after the recorded code. Technical services (ts) was consulted and recommended system replacement. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) underwent a cardioversion. Low out of range right ventricular (rv) lead shock impedance measurements were exhibited and the crt-d recorded a code 1004 indicative of a short circuit condition during shock delivery. The rv shock lead impedance rose again after the recorded code. Technical services (ts) was consulted and recommended system replacement. No adverse patient effects were reported. Additional information was received and this cardiac resynchronization therapy defibrillator (crt-d) system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) underwent a cardioversion. Low out of range right ventricular (rv) lead shock impedance measurements were exhibited and the crt-d recorded a code 1004 indicative of a short circuit condition during shock delivery. The rv shock lead impedance rose again after the recorded code. Technical services (ts) was consulted and recommended system replacement. No adverse patient effects were reported. Additional information was received and this cardiac resynchronization therapy defibrillator (crt-d) system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. Review of device memory found shorted lead error code 1004. X ray was performed and showed damaged plasma fuse. Blown fuse is likely due to the pg device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the damage is deemed due to the environment outside of the device.